Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The past 12-month trending shows the variable r wave amplitudes between 1.0 and 25mv (millivolts). The stored electrogram (egm) shows ventricular undersensing. Further review is recommended. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The past 12-month trending shows the variable r wave amplitudes between 1.0 and 25mv (millivolts). The stored electrogram (egm) shows ventricular undersensing. Further review is recommended. Received additional information that a scheduled transmission review on this right ventricular (rv) lead had multiple recorded events the past month do not appear to be physiologic but possible noise. It was recommended to have a lead assessment with a programmer. Received additional information the device recorded a rv amplitude out of range. The current measurement is unavailable, however past measurements show frequent low amplitude measurements. The patient was seen in clinic and the ventricular sensitivity appears to have been changed from fixed 3mv (millivolts) to automatic gain control (agc) 0.6mv. The ventricular events have since reduced in frequency. At this time, the device remains in service. No adverse patient effects were reported.